Event description:
Consumer reported receiving burns and blisters while using the heating pad. The burns were located on her lower back and buttocks. The location of the injuries suggests the consumer was sitting or laying on the pad while in use which is contrary to proper use instruction.